Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the calcified, severely tortuous circumflex (cx) artery. The physician was attempting to place the 2.50x20 mm taxus express2 drug eluting stent when the shaft broke in half. The shaft broke outside the body. No pt complications were reported. Patient status reported as "ok".